Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer got a broken force sensor detected during seating or regular delivery alarm before critical pump error alarm. The customer¿s blood glucose level was unknown at the time of incident. The customer stated that the insulin pump also had re-occurrence of frozen display. The customer was unable to clear the alarm. The buttons of the insulin pump did not begin to work in less than 5 minutes without battery change and the time clock did not advance. The customer stated that insert battery alarm did not appear on the screen of the insulin pump. The display screen of the insulin pump had critical pump error image. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on the electronic assembly. No frozen screen noted. Unable to confirm pump error 35 alarm, keypad anomaly or time clock anomaly due to critical pump error alarm.